Event description:
The customer called to report a discrepancy with the blood glucose and sensor glucose readings. The customer then stated that he was hospitalized for low blood glucose levels, because the sensors didn't give the proper readings. The customer stated that he has had a problem with every sensor from this current lot. Troubleshooting was performed, and advised that the sensors would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.